Manufacturer narrative:
The reported event of loss of output was confirmed. The device was returned with device was at end of life(eol) level and the loss of output noted is consistent with the low battery voltage. Analysis of the device image and longevity assessment found the implant duration exceeds total projected longevity indicating normal battery depletion. Further analysis performed found no anomaly.

Event description:
It was reported that the patient presented for the generator change. Interrogation prior to the procedure noted that the pacemaker exhibited loss of output that caused capture anomaly. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.